Event description:
On (B)(6) 2013, the pt underwent thoracic endovascular repair of an aortic coarctation with a conformable gore tag thoracic endoprosthesis. Completion arteriogram showed good position of the device with no evidence of obstruction of vessels or arterial injury. On an unk date, a f/u chest x-ray and computed tomography scan showed some extravasation and pseudoaneurysm development at the proximal site of the previous endovascular repair. On (B)(6) 2013, an additional procedure was performed whereby an additional device was implanted to treat the pseudoaneurysm. Final angiography showed no filling of the pseudoaneurysm, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the pseudoaneurysm and extravasation is unk.